Event description:
It is reported that the device was implanted in 2005. The device was revised in 2007, due to loosening.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspended that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.